Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was concerned that they could feel the leads under their skin. The patient also stated that they were concerned with displacement of their leads. It was unknown when the issue started. The manufacturer representative was to meet with the patient to troubleshoot their system and identify issues. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is unknown.

Manufacturer narrative:
***Additional information regarding this event will be captured in regulatory report # 3004209178-2017-02412***.

Event description:
***Additional information regarding this event will be captured in regulatory report # 3004209178-2017-02412***.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient first experienced the lead concerns about five days prior to the date of this report. It was further reported that on (B)(6) 2017, the patient¿s healthcare provider (hcp) assessed the lead by observing the operative area under fluoro. The patient¿s leads had moved down slightly. It was determined that while the lead was slightly retracted, it was still anchored well. It was unknown what caused the issue of the lead displacement. The manufacturer representative stated that the issue had been resolved.